Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.